Event description:
The dental implant fx3412mlc was removed on (B)(6) 2017 due to an implant fracture 1 year and 5 months after implantation. The patient has no significant medical history. The patient has recovered without complications.

Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3412mlc was removed on (B)(6) 2017 due to an implant fracture 1 year and 5 months after implantation. The patient has no significant medical history. The patient has recovered without complications.